Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cardiosave intra aortic balloon pump (iabo), the helium transducer was not calibrated, there was no patient involved.

Manufacturer narrative:
Updated: b4, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions) and h11. Corrected: d10. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, he verified device helium out of calibration. Calibrated device per manufacturer specifications. Return to use.

Event description:
N/a.